Event description:
Per the clinic, the receiver/stimulator unit had migrated from its original position causing pain to the patient. Subsequently, the device was explanted (B)(6) 2015 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
This report is filed october 28, 2015.

Manufacturer narrative:
(B)(4). The device is currently unavailable.